Event description:
It was reported by the customer's daughter that they were experiencing low blood glucose levels of 45 mg/dl. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Advised customer issue may occur to insertion site and to monitor device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.